Event description:
Additional information received noted that the atrial lead was explanted. The patient's condition was unknown.

Manufacturer narrative:
The reported event of high pacing impedance was confirmed. As received, a partial lead (only connector portion) was returned in one piece. X-ray inspection found the inner coil appears fractured proximal to suture sleeve impression. All filars of the inner coil appears to be fractured. The cause of the reported event was due to fractured inner coil consistent with bending fatigue. Electrical testing found conductor fractures consistent with bending fatigue.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. Voluntary event report was received. Medwatch: mw5119660.

Event description:
It was reported that the patient's atrial lead exhibited high pacing impedance. No interventions were performed. The patient's condition was unknown.